Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The night of the event the patient experienced feeling unwell. When a fingerstick was taken the cgm was reading 55 mg/dl and the blood glucose reading was 520 mg/dl. It is unknown how, but the patient was brought to the hospital. At the hospital the patient received insulin treatment (route unknown). At the time of the report, which was 8 days after the event date, the patient was still hospitalized. The patient was planned to be discharged the day after. It was not known if the patient had any other underlying health conditions that contributed to the length of the hospitalization. No other details were documented, and multiple attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.